Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, medium (34mm) cup, item # 60-6085-201a, lot # unknown that occurred (B)(6) 2019 during a total laparoscopic hysterectomy procedure at st. Joseph hospital. It was reported only that "when the doctor was pulling the uterine manipulator out and cut the suture it fell apart. They have believed to have gotten all the pieces out." Additional information obtained indicates the surgery was completed. The v-care had been in place for approximately 90 minutes and they were trying to remove the uterus. The first attendant was trying to remove the specimen attached to the uterine manipulator for about ten minutes. At that point, the surgeon stepped away from the robotic console and cut the suture attaching the uterine manipulator to the uterus. The balloon was perceived to be inflated at the time the surgeon cut the suture. When he did this, the uterine manipulator proceeded to fall apart. The colpotomy had already been completed, so they finished up with pulling out the uterus through the vaginal canal, then pulled out all subsequent v-care parts. It is noted that the shaft did not break. The v-care green cervical cup and the balloon detached, and it appeared that they slid off the shaft. The cups were not broken apart. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Conmed received one 60-6085-201a in open unoriginal packaging. A lot number could not be confirmed. Conmed performed a visual inspection of the device, the device was received in multiple pieces. The balloon and the green cup were detached. A functional inspection could not be performed. Additionally, the uterine balloon and cervical cup were detached, but intact. All components of the device were present within the bag in which the device was received. No additional damage to the device was noted. The reported complaint of "when the doctor was pulling the uterine manipulator out and cut the suture, it fell apart. They have believed to have gotten all the pieces out but want to send it in to verify that all the pieces are there, and nothing is left in the patient" is confirmed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history for the failure mode of "pilot balloon is dislodged from lumen during use" pertaining to the balloon, revealed there has been a total of 27 complaints, regarding 54 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). A two-year review of complaint history for failure mode of "cervical cup does not stay on device" pertaining to the cups, revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.